Manufacturer narrative:
Additional manufacturer narrative: additional information was received and the following section(s) was updated: sections event, other relevant history, and (patient code.) Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. In this case, the root cause of this event was due to patient related factors. There was no indication or allegation of a device malfunction and/or deficiency contributing to the event. The subject device was not returned due to infection. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that a 25mm pericardial aortic valve was explanted after an implant duration of one (1) year, 10 months due to endocarditis (mssa bacteremia), sub-annular aortic root abscess, severe aortic stenosis. The explanted valve was replaced with a 23mm 3300tfx pericardial aortic valve. Per the medical records, the prosthetic aortic valve was inspected and while competent, had visible vegetations. The ascending aorta was normal. Once the valve was removed there was clear evidence of an aortic root abscess. The root abscess was large and sub-annular, extending from deep within the ventricular membraneous septum to the level of the left/non aortic commissure. The abscess was debrided and a large bovine pericardial patch was sewn to cover and exclude the entire area of abscess. The annulus was sized to a 23mm 3300tfx aortic valve was selected and sutured in place using pledgeted mattress sutures. The valve was seated well in the annulus. The right atrium was opened and the tricuspid valve was inspected. There was a small amount of debris on the septal leaflet which may or may not have been a formal vegetation; however, this was easily debrided off the native valve. The prosthetic ring was clear of any debris. The patient was weaned from cardiopulmonary bypass. Post operative tee revealed preserved left ventricular function and no central or paravalvular aortic insufficiency. The patient was transferred to the cvicu in stable condition post procedure. The patient was discharged home on pod #8 in stable condition.

Manufacturer narrative:
H11. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
UDI # (B)(4). Multiple requests for additional information and product return have been performed. The healthcare provider has not returned the explanted valve or provided any additional information at this time. There is currently insufficient information to determine the root cause of this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that a 25mm pericardial aortic valve was explanted after an implant duration of one (1) year, 10 months due to unknown reasons. The explanted valve was replaced with a 23mm 3300tfx pericardial aortic valve. No other details were provided.